Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. The reported angina and stenosis are listed in the product instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2007 the patient underwent stenting in the mid left anterior descending (lad) artery with one xience v stent. On (B)(6) 2009, the patient experienced angina with diaphoresis and shortness of breath. The patient underwent a diagnostic coronary angiogram on (B)(6) 2009 indicating moderate in-stent restenosis of 50% in the proximal and mid lad. The non-target distal lad was 100% occluded. The non-target first obtuse marginal had moderate diffuse narrowing. The non-target right coronary artery had multiple high grade lesions with a subtotal occlusion in the distal right coronary artery. There is moderate 50% narrowing in the non-target distal saphenous vein graft to the first and second obtuse marginal. The patient was treated medically for the restenosis and the patient condition resolved on (B)(6) 2009. There was no additional information provided.